Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two occlusion alerts on an ilet system while using a contact detach infusion set, observed insulin in the fill tubing with a drop visible, reconnected, received a second occlusion, then changed all supplies and had no further issues. Symptoms included hyperglycemia and a glucose peak of 222 mg/dl without reported clinical manifestations. Outcomes included a delay to therapy until the supply change restored delivery. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, with evidence consistent with a deformation problem contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.